Manufacturer narrative:
Section b5: the infection from (B)(6) 2019 was reported under MFR. Report # 2916596-2019-03459. Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed events due to the initiation of the motor stopped command. A direct correlation between the log file findings, reported events (ventricular tachycardia and infection), and heartmate ii lvas could not be conclusively established through this evaluation. The submitted log file contains data from (B)(6) 2019 at 10:40 through (B)(6) 2019 at 08:39. The majority of captured events appeared to be associated with routine power source exchanges. One transient low speed hazard alarm was captured on (B)(6) 2019 at 08:39:09, immediately following a motor stopped command. The pump speed appeared to be recovering towards the fixed speed on the last line of log file data one second later, when pump speed was captured at 7790 rpm. No additional atypical alarms were captured throughout the file. No notable trends in pump parameters were observed. The system appeared to be operating as intended. The patient remains ongoing on the device. The heartmate ii lvas IFU lists cardiac arrhythmia and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regards to preventing infection are outlined in various sections of this document. This IFU also explains how to use the pump stop button to turn off the pump and states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. This IFU and the heartmate ii lvas patient handbook also outline all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 3 years 1 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on: (B)(6) 2016. It was reported that patient with state d heart failure reduced ejection fraction and ventricular tachycardia, (B)(6) bacteremia due to a chronic abdominal wound on home antibiotics presented with complaints of shortness of breath and fever for last 2 days. Patient denied any sick contacts or lvad alarms. Patient presented to local hospital at (B)(6) and was transferred to (B)(6) for further management. Patient was febrile and chest x-ray showed bilateral opacities. Patient was placed on bipap and started on intravenous cefepime. Patient received lasix at outside hospital and (B)(6). Patient had sternal washout and will discharge home on IV antibiotics. It was also reported that a motor stop command was received on (B)(6) 2019 that resulted in a speed reduction to 120 rpm. The motor was ramping up to set speed of 8800 rpm when a low speed event was recorded at 7790 rpm. It seems probable the staff member interrogating the lvad accidentally initiated the motor stop command. Staff was reeducated per the vad coordinator. There were no other alarms or parameter changes noted within the log file and the device appears to be working as intended. No additional information was provided.